Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
As reported in the bone & joint journal article "comparison of minimally invasive systems in lengthening total femoral prostheses", a retrospective review determined that a jts total femur construct was revised due to infection.